Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the reload, there were issues after firing, including staple line leaks and a positive leak test. The procedure experienced extended surgical time due to the need for manual suturing as a staple line reinforcement. The staple line did not leak the contents being held by the tissue. Suturing was performed to resolve the issue.

Manufacturer narrative:
Additional information: b5, d9, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the reload, there were issues after firing, including staple leaks and a positive leak test. The procedure required extended time. The staple line did leak, with the contents initially being contained by the surrounding tissue, and suturing was performed to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the a monitor displaying a tissue cavity. Staples could be seen inside the tissue. A blue hue could be seen around the stapled tissue. The tissue was pulled with grasping instruments. A black liquid could be seen between the staples. A metal instrument poured water into the tissue cavity. It was reported that the staple line air leak. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.